Event description:
The iab was inserted into the pt on 9/26/98 at 3:58 am. On 9/27/98 at 2:15 pm, the iab leaked and the iab was removed. No second iab was inserted into the pt. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 9/29/98. Pt's current status: unk - reported 9/29/98.